Manufacturer narrative:
(B)(4). The service engineer (se) replaced the keyboard. The ventilator passed testing and calibrations.

Event description:
Report received of ventilator with an unresponsive key. The ventilator was not on a patient at the time of the event.